Manufacturer narrative:
(B)(4). Concomitant medical products: hg acetabular liner, catalog #: 00672800800, lot #: 47751400. Femoral head, catalog #: 00902602900, lot #: 46690100. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The reported event was confirmed by review of office notes and xrays received. Device history record (DHR) was reviewed with no deviations identified. Root cause is unable to be determined with the information available. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05973. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported that patient underwent right total hip arthroplasty. Subsequently, patient was revised due to wear, limited range of motion, pain, and heterotopic ossification.